Manufacturer narrative:
Visual evaluation of the returned device found the basket was closed and the tip was intact. The side car-rx presented pushback out of specification. Functional evaluation showed the basket would not open. The basket was manually opened and hard residues were found. The evaluation concluded that during the procedure, manipulation of the device and interaction with the scope or other devices most likely contributed to the side car-rx pushback. Due to anatomical and/or procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause of this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a lithotripsy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician was unable to open the basket after crushing the first stone. Small fragments of the stone in the side car-rx (guidewire port) were washed off with saline. However, the basket still failed to open. When the basket was removed out from the scope, the side car-rx (guidewire port) was found pushback approximately 2-3 cm from the distal tip. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during a lithotripsy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician was unable to open the basket after crushing the first stone. Small fragments of the stone in the side car-rx (guidewire port) were washed off with saline. However, the basket still failed to open. When the basket was removed out from the scope, the side car-rx (guidewire port) was found pushback approximately 2-3 cm from the distal tip. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".